Event description:
In 2001 it was reported to arthrocare corp that a pt had received a burn to the wrist area following a procedure using a microcaps wand. It was reported to arthrocare corp that the pt would be undergoing a skin graft to repair the burned area. No further info is available at this time.